Event description:
Customer reported a blank display on his insulin pump. He stated he haas to change the battery about every two days. He received a new battery cap, but he is still getting blank displays. Customer's blood glucose is 80 mg/dl. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).